Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively explanted due to the prizm recall. The physician claimed that the brackets that hold the header to the device were bent. The device was returned to guidant for analysis.